Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) during the load process. The customer's blood glucose level was in the 400's (mg/dl). Reportedly, the customer was able to load a new cartridge successfully. Reportedly, the customer continued to use the pump for insulin therapy.